Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient experienced inaccurate cgm values citing a "100-250 mg/dl point difference". This event occurred 4 days after the sensor was inserted into the arm. On (B)(6) 2024, the patient¿s cgm was reading "under 70 mg/dl". No bg meter comparison was taken at this time, as the patient had no test strips available. The patient was experiencing lightheadedness, dizziness, and her sensor site was infected. The patient went to the emergency room. Once at the ER, the patient¿s bg meter reading was 398 mg/dl while the cgm was reading ¿under 70 mg/dl¿. The patient was treated with IV fluids. The patient was in the hospital for less than 24 hours. The patient was fine at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. It has been reported that there was a difference in readings of 100-250 points. There were no reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid when the patient was at the ER. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.